Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was testing in settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2016, 1:00pm. The patient takes humalog and metformin to manage her diabetes and stated that at (B)(6) 2016, 1:00pm she reported taking more food and/or drink as a result of the alleged meter issue. One hour after the alleged product issue began; the patient reported that she developed the symptoms of dizziness and shakiness. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. After educating the patient on the correct testing procedure the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.